Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an issue with the voltage transformers (vt); it does not pass control. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3, d4: UDI number are unknown; no information has been provided to date. E1: first and last name are unknown; no information has been provided to date. Device evaluation: one device was received in good condition and investigated. The problem the customer described does not apply (transformers voltage) as this device doesn't have transformer. During the investigation it was found a problem with the electronic sounder (bad sound) and will be replaced, found a leak inside the device and tidal volume needs to be adjusted-over limit. The complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Electronic sounder replaced and tidal volume adjusted.